Manufacturer narrative:
Updated h3: device evaluated by manufacturer. Updated h6: investigation findings (c). Updated h6: investigation conclusions (d).

Manufacturer narrative:
According to the facility, "the bulb syringe came apart in the middle of the bulb." Mechanical suction was then used since the bulb syringe was inoperable. The facility reports no serious injury, medical intervention, or follow-up care needed related to this device malfunction. No additional information is available at this time. A sample has been requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "the bulb syringe came apart in the middle of the bulb." Mechanical suction was then used since the bulb syringe was inoperable.